Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the computer board needed to be replaced. This part is no longer available through ge. Customer will determine whether or not to have system repaired by 3rd party.